Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of six incidents involving the same patient that occurred on three separate dates.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the cassette/tubing set while performing treatment. Follow up with the patient indicated the patient switched to manual treatment to complete therapy and he did not experience any adverse events as a result of this incident.